Manufacturer narrative:
Insulin pump received with missing segments and partial display due to cracked zebra connector on lcd board. Minor scratched display window, cracked case at display window corners and cracked reservoir tube lip noted. (B)(4)

Event description:
Customer complained that the insulin pump had a display anomaly. Nothing further reported.